Event description:
The customer reported oil mist coming from the unit. The customer reported that an employee report a nosebleed and nausea while working in the room with the sterrad. The customer reported that the employee did not seek medical attention or require treatment as the symptoms went away when he stepped out of the room. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist, labeled. Capital equipment, unit evaluated at the facility. The fse changed the oil mist filter during preventative maintenance. This issue is being addressed with a customer letter, related to correction & removal # 2084725-03/04/08-004c.